Event description:
It was reported when using the bd pyxis medstation es system door 3 was constantly failed when user trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the door was failed. The field service engineer applied grease to all 4 latches to resolve. The contact information was kept blank due to the reported issues that were found by the field service engineer while on site. The system functioned as intended after the field service engineer repaired the device.